Manufacturer narrative:
The dtv45 sheath, dilator, loader and delivery cable were received at aga medical and the distal tip of the sheath distal tip was inverted. Following decontamination, the tip was reconfigured to its original configuration. A test 14mm aso was retracted into the loader, attached to the sheath, advanced and deployed through the sheath without encountering any difficulties. However, during attempted recapture, the tip inverted again and prevented further retraction.our investigation confirmed the performance described in the field. We are continuing to investigate into this failure, and forwarded this information onto our research and development team for additional review. Additionally, we logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
To summarize this event, the 14mm amplatzer® septal occluder (aso) was determined to be too large for the patient. Upon retraction into the 7f amplatzer® torqvue® 45° delivery system (dtv45), the aso would not completely collapse into the dtv45 sheath. The aso was redeployed in the defect and was released from the cable. A larger sheath and snare were then utilized to retrieve the aso. A 13mm aso was then successfully implanted.